Event description:
It was reported that stent dislodged inside patient occurred. The target lesion was located in the left anterior descending artery. A 4.00mm x 20mm veriflex stent delivery system was used to treat the lesion but the device came off from the balloon in the vessel. They had to use another stent of the same size and model to crush device against the wall. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).